Manufacturer narrative:
B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. D6b: explant date added.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a ripped anti-contamination sleeve during impella device use. It was reported that the physician spun the touhy lock too many times, and the plastic cover of the anti-contamination sleeve ripped at the base towards the sheath. Tegaderm was used to secure the anti-contamination and the patient was transferred to the intensive care unit. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella cp. 21-jan-2026: additional information was received 16-jan-2026. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A2, a4 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp experienced a ripped anti-contamination sleeve during impella device use. It was reported that the physician spun the touhy lock too many times, and the plastic cover of the anti-contamination sleeve ripped at the base towards the sheath. Tegaderm was used to secure the anti-contamination and the patient was transferred to the intensive care unit. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by impella cp.

Manufacturer narrative:
H6: omitted code a051104 per information in the complaint file.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Separation, torn: the cause of the anticontamination sleeve damage was unable to be determined due to lack of product returned. Device history review: the device passed all post sterile inspection checks.